Event description:
Boston scientific received info that this right ventricular lead was exhibited no sensing and no capture despite maximum device outputs one day post implant. The lead was found to have dislodged and a revision procedure was performed. The lead was removed from the pt's body and repositioned. The physician stated that the amount of slack may have not been adequate for this situation. No adverse pt effects were reported. The lead remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.